Event description:
It was reported that a minicap extended life pd transfer set leaked. The event was further described as ¿clamp cannot be closed and the leakage occurred at female connector¿. This occurred during use of the device for peritoneal dialysis therapy. The device was in use ¿within 1 month¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.